Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe scale markings were skewed. The following information was provided by the initial reporter, translated from japanese: "the printed marking was skewed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023 h6: investigation summary customer returned one syringe 0.3ml 30ga 8mm inside clear ziploc bag. The user's verbatim report is that the printed marking was skewed. Syringe was visually examined and skewed markings on barrel. Due to the batch being unknown, no DHR review can be completed. Embecta was able to confirm the customer indicated issue. A definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe scale markings were skewed. The following information was provided by the initial reporter, translated from japanese: "the printed marking was skewed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.